Event description:
It was reported that the ilet pump¿s touch screen separated from the device body at school, rendering the display unusable and the pump inoperable; the issue involved the display component and aligned with a device bonding failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a bonding failure affecting the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.